Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient reported that they were having trouble charging the ins and the controller. The patient stated that he tried to charge for 4 hours yesterday and the controller would not charge and would not charge the ins. The patient stated that it was broken. The patient noted that he called the doctor and the doctor told him to call the manufacturer. The patient reported that they saw the no device found (screen 16). Patient services assisted the patient in troubleshooting, the patient was instructed to position the recharger over the ins and press try again. The patient was using aa batteries in the controller instead of the lithium battery pack. Patient services reviewed that he can only charge the ins and the controller with the lithium battery pack. The patient was unable to understand the direction due to being a spanish speaker. It was noted that all trouble shooting was done with the aa batteries in the controller. The patient would put the lithium battery pack in and then would take it out and put in the aa batteries and then state it is broken. The patient was transferred to a spanish speaking agent. The following is a continuation of the call with a spanish speaking patient services agent. The patient reported that they were encountering an issue connecting the recharger to ins. (No device found, unable to connect recharger, transition to the antenna locate screen with numbers). Patient services walked through this process multiple times throughout the call, the patient would then report a screen 84 recharger problem, the patient was unable to confirm any code displayed. The patient was warm transfer to repair to receive a new recharger. The patient was redirected to their healthcare provider (hcp) if further recharging assistance is needed after replacement device is received. Patient services reviewed that the patient could also call back with recharging assistance if needed. The patient reported that they had pain in their back because the ins turned off from being unable to charge. The patient called back on december 5th, and reported that he got the replacement recharger and now is seeing a "software problem screen". Patient services had them take the battery pack out and reinsert it, and disconnect the recharger but are now seeing the "no device found screen". The patient stated that his back has been hurting as reported in original call, and will be seeing the doctor tomorrow and the doctor will give him pain medication and that the healthcare provider (hcp) was going to reach out to a manufacturer representative (rep) so they can be at the appointment tomorrow. No further complications were anticipated/reported.

Event description:
On december 6th, the manufacturer representative (rep) called in and stated that the patient was having trouble with recharging. The patient kept getting the passive recharge screen and then checking the quality of charge screen. When the rep was on the phone with technical services, the patient also got screen 74, "unable to recharge, ensure recharger is over implant and try again." The rep reported also reported that the patient got "program software" on the controller, but not while he was with rep. Technical services tried to confirm if the patient meant software problem, but the rep said no. Technical services didn't recognize the screen. Technical services then had the rep reset the controller, and then had the rep disable and re-enable the device, which allowed the patient to see his normal therapy screen again. The patient was at 100% and the controller was at 50%. The patient was now getting normal therapy. Technical services reviewed with the rep that there are certain situations where the patient can get a telemetry lockup if the battery got below a certain point, but early in the call, the patient was supposedly charging and not letting therapy go too low. Technical services didn't rule out the possibility of the controller having issues, but the patient will be using system for now. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the difficulty charging was not determined however, it was taken care of and resolved through tech services and rep. The patient¿s battery was at 50% when it showed on the screen after deactivating the handheld device per tech services. The rep reported that when the patient left the patient¿s device was working properly.